Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). The 3.50x20mm promus element plus stent was advanced and was unable to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination identified proximal stent damage. Stent struts were misaligned. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).